Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after proper insertion and urine return, the foley catheter was being instilled with water for balloon inflation. There was a pinhole at the junction between the foley tube and the y connector where the urine collection bag and the inflation port met. The foley was removed, a brand new kit opened and the second foley was inserted without incident.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after proper insertion and urine return, the foley catheter was being instilled with water for balloon inflation. There was a pinhole at the junction between the foley tube and the y connector where the urine collection bag and the inflation port met. The foley was removed, a brand new kit opened and the second foley was inserted without incident.